Event description:
It was reported that a cannulated ha screw was noted as fractured on a 3-4 month follow-up x-ray. Pt is asymptomatic. No revision surgery has been scheduled at this time. No pt complications were reported.

Manufacturer narrative:
(B)(4). Device has not been explanted; therefore, product eval is not possible. Unable to determine the cause of the event.